Event description:
While performing a preventive maintenance check, the tech found the accessory outlet power cable was cut.

Manufacturer narrative:
The tech replaced the accessory outlet cable to repair the bed.